Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced dka but declined to provide further information about the event. Although the cgm was reported inaccurate, there were no bg nor cgm values documented, it was documented that the cgm was low bias. It was documented that the patient was treated with insulin (injection or via insulin pump), no information who and when this was provided. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
G3 date received by mfg - correction to the date in the initial MDR. The correct date should be 01/12/2026.

Event description:
Subsequent to the initial MDR, a correction is required.